Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device brand name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. Medical device lot #: 1195768; medical device expiration date: 2023-07-31; device manufacture date: 2021-07-14. Medical device brand name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. Medical device lot #: 1137362; medical device expiration date: 2023-05-31; device manufacture date: 2021-05-17. Medical device brand name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. Medical device lot #: 1098432; medical device expiration date: 2023-04-30; device manufacture date: 2021-04-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg tubes are cracked. The following information was provided by the initial reporter: "customer states they are receiving tubes with hair line cracks."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed damage to the tube as a scratch can be seen. As no samples were received; the investigation was limited. Additionally, 95 retentions from lot 1195768, 100 retentions from lot 1137362, and 100 retentions from lot 1098432 were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, could not be duplicated in the retention samples. The exact cause for the customer¿s failure mode could not be determined. The device history records for all lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg tubes are cracked. The following information was provided by the initial reporter: "customer states they are receiving tubes with hair line cracks."